Manufacturer narrative:
The reported events of choroidal hemorrhage and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced hemorrhagic choroidal eye pressure spiked to 60 or 70. An emergency procedure has been performed to reduce the pressure. The device remains implanted at this time.

Manufacturer narrative:
Concomitant medical product(s): primidone, spironolactone, losartin, furosemide, and hydralazine.. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62608.

Event description:
Additional information noted the affected eye is left eye. Treatment is provided as there was no emergency procedure but patient was put on medicine including IV mannitol. The events have been resolved.